Event description:
It was reported that the patient dropped out of indication criteria for a vibrant soundbridge. Therefore she was reimplanted on (B)(6), 2012 with a cochlea implant.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.